Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she had bilateral tka done on (B)(6) 2013 and (B)(6) 2014. Patient started to experience popping on her left knee two/three months ago. After the patient went to see her surgeon two/three weeks ago she started to experience pain. The surgeon told the patient that he feels like there is plastic floating around her knee and recommended revision surgery. The patient's upcoming revision will be held on monday, (B)(6).